Event description:
During f/u of an unrelated event, it was learned the pt expired f/u with the home. Therapies manager, revealed this pt who had a history of "heart failure", was in treatment on the cycler when he awoke and complained of not feeling well. His significant other left the room briefly and upon return, found the pt had fallen out of bed onto the floor. He was not conscious. Ems was called and CPR initiated. According to the home therapies manager, the pt expired prior to reaching the hospital. She states the death certificate reads cause of death was "cardiac related". The iq drive data for this treatment was reviewed and, reportedly, showed nothing out of the ordinary related to the treatment. There is no allegation of malfunction against the product. The sample was discarded.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market surveillance and completion of the plant's investigation.